Event description:
It was reported the scale was not functioning as intended due to it not being properly zeroed. There was patient involvement, however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device evaluated by the distributor.